Event description:
Central venous catheter was placed inside a patient in 2005. On the 2nd day it was noted that the catheter had fractured near the hub, resulting in the device separation. Intervention was performed to retrieve the separated segment. The segment was successfully snared and retrieved.